Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low voltage alarms while on their mobile power unit (mpu). The alarms lasted anywhere from 1-3 seconds and did not happen while on battery power. The log files were analyzed and confirmed the periods of low voltage, as well as no registered voltage consistent with a power cable being disconnected while using the mpu. A photo was sent in of a cut in the patient cable of the mpu which could have been the cause of the low voltage events, as no events were noted using battery power.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms and damaged cables was confirmed via the log file review and provided image by the customer, respectively. The log file spanned approximately 5 hours (30aug2021 from 10:50 to 15:58 per the timestamp). Low voltage hazard alarm intermittently activated throughout the log file due to the bus and rsoc voltage dropping to ~2.2v and ~0v, respectively, while the device was connected to a mobile power unit (mpu). Although the no external power alarm did not activate, the controller did lose power from the mpu leading to the ebb usage count increasing from 37 to 47 during the low voltage hazard alarms. The power cable disconnect coincided with low voltage hazard alarms on 30aug2021 at 11:03 and 15:13 and activated due to the bus and rsoc voltage dropping to ~11.4v and ~9.4v, respectively. The alarms resolved shortly after activation and did not affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarm was observed. The mobile power unit, serial (B)(6), was not returned for analysis. The provided image by the customer shows a cut on the silicone jacket layer. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use -¿alarms and troubleshooting¿ and heartmate iii patient handbook -¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including low voltage advisory, power cable disconnect, and no external power. Heartmate iii instructions for use -¿equipment storage and care¿ and heartmate iii patient handbook -¿caring for the equipment¿ explain how to properly maintain the integrity of the mobile power unit. No further information provided. The manufacturer is closing the file on this event.